Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode could not be confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient's spouse reported that the patient expired on an unknown date in (B)(6) 2015. The patient's peritoneal dialysis nurse reported that the patient was not dialyzing, at or four hours prior to the event, and that it was not related to the patient's dialysis therapy. Limited information was provided for this medwatch report.